Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during fill one of five on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) discovered that the heater bag was empty and disconnected from the heater line. The technical service representative (tsr) assisted the hp in ending therapy and reviewed proper procedures with the hp. There was no patient injury or medical intervention reported. No additional information is available.